Event description:
It was reported that "patient called to ask if the hip that he has is part of a recall. He is experiencing difficulty walking, extreme pain and fluid buildup. Has seen six or more ortho doctors, disease specialists, arthritis doctors. Patient further stated that this is a third revision, prior to this implant, he had a depuy hip that was part of a recall, the hip was removed., and they did not implant immediately, was treated for possible infection. Patient stated that an attorney told him that the hip he has was one of the recalled shells, even though the recall was from 2008. He believes that he has a recalled hip that remained on the shelf at the hospital and wants an answer to this initial question."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.